Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
A cook coda lp balloon catheter (coda-2-9.0-35-120-32) was inserted into the right femoral artery of an unknown patient. The balloon was intended to be used for touch-up after graft implantation. The cook coda lp balloon catheter did not inflate well and leakage of contrast from the balloon was observed. Another different sized cook coda balloon (coda-2-10.0-35-120-40) was used to complete the procedure without any issue. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding event details has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: b5 this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 28jun2023, it was reported that no calcification was present; however, tortuosity was noted just below the balloon. Graft ballooning was attempted on the proximal side of the alpha abdominal and within the proximal sealing stent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. (B)(6) hospital informed cook on 22jun2023 of an incident involving a coda lp balloon catheter (coda-2-9.0-35-120-32) lot 14967803. The patient of an unknown age and gender was having an evar (endovascular aneurysm repair) procedure completed. The physician attempted to use the balloon for touch-up after stent graft implantation. The site reported the balloon did not inflate well and leakage of contrast from the balloon was observed. Another device was used, and the procedure was completed without any problems. Follow-up with the site confirmed there was no calcification present, however there was tortuosity just below the balloon. The graft ballooning was attempted on the proximal side of the alpha abdominal and within the proximal sealing stent. Reviews of documentation including the complaint history, drawing, device history record (DHR), quality control procedures, specifications, manufacturing instructions (mi), and instructions for use (IFU) of the complaint device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot 14967803 and the related subassembly lots revealed one related non-conformance for damage to the bond. All of the non-conformances were all correctly identified, scrapped, and the remaining lot was sent to quality control for 100% inspection, giving no indication that the device was sent non-conforming. A database search was completed for the complaint lot and no other lot related complaints were found. Evidence provided by the complaint facility, device history record, complaint history, and manufacturing documents suggests that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. Cook also reviewed product labeling. The product IFU, t_codalp-m_rev1 ¿coda lp balloon catheter,¿ provides the following information to the user related to the reported failure mode: warnings: ¿ do not exceed maximum inflation volume. Adhere to balloon inflation parameters as shown below. Over-inflation of balloon may result in: ¿ damage to vessel wall and/or vessel rupture ¿ rupture of balloon ¿ do not use a pressure inflation device for balloon inflation. ¿ do not use a power injector for injection of contrast medium through distal lumen. Rupture may occur. ¿ when used to expand a vascular prosthesis, the balloon radiopaque markers should remain within the prosthesis, ¿ do not use the device if the sterile packaging is damaged or unintentionally opened before use. Precautions: ¿ this product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for placement of vascular access sheaths, angiographic catheters and wire guides be employed. ¿ always manipulate catheter using fluoroscopic control. ¿ always monitor balloon inflation using fluoroscopic control potential adverse events ¿ balloon rupture. How supplied: supplied sterilized by ethylene oxide gas in peel-open packages. Intended for on-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred. Inspection of device: visually inspect the device thoroughly including all levels of the packaging to verify that there is no damage prior to use. Visually inspect and confirm that the integrity of the sterile barrier has not been compromised in any way. Instructions for use: balloon preparation the balloon and balloon lumen of the coda lp balloon catheters contain air that must be removed before insertion. The required preparation is as follows: 1. Remove protective balloon sleeve 2. Prepare balloon lumen with standard 3:1 saline and contrast mixture as follows: a. Attach syringe, with appropriate amount of 3:1 saline and contrast mixture, to stopcock on balloon lumen. B. Purge all air from balloon in standard fashing. C. Completely deflate balloon and close stopcock. Balloon introduction and inflation 4.inflate balloon pressure is lost and/or balloon rupture occurs, deflate the balloon and remove balloon and sheath as a unit. Note: care should be taken to monitor balloon manipulations and inflation using fluoroscopy at all times. Based on the information provided, no product returned, and the results of the investigation, a definitive cause could not be determined. The site stated there was no calcification, however there was tortuosity just below the balloon. The site did not indicate any issues with the balloon while prepping the device. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.